Event description:
Based on info reported to davol: ni/ni/ni, two x-stream tubing sets were received with cracked packaging compromising the sterility of the product. The damage was noted upon receipt of the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that the blister pack seals were compromised. The two devices were not returned, however, photos of the products in questions were supplied. Visual examination of the photos confirmed that the units had various degrees of cracked/broken blisters. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.